Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer's parent reported via phone call that they were getting a no delivery alarm. The customer's blood glucose level was 401 mg/dl. Troubleshooting was performed and insulin exited without incident. It was found that the cannula was bent. They declined troubleshooting for the high blood glucose. They did not mention any form of treatment. The device will not be returned for analysis.